Event description:
It was reported, the pt was undergoing a cervical trial (off-label use). The physician was unable to advance the lead due to scar tissue in the epidural space. The trial was abandoned.

Manufacturer narrative:
Results: the complaint of "cannot implant product" could not be confirmed through product testing alone; therefore, no checklist was initiated per (B)(4). As stated in the event details, the doctor could not advance the lead due to the pt's anatomy and the procedure was aborted. There is no alleged failure to meet specifications. The products were returned without any visible anomalies or damage. We did not identify any defects that would contribute to the reported issue. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.